Event description:
Reporter states customer took a measurement at 02:27 and obtained a result of 11.8 mmol/l on his mobile system. Customer injected 7 units of unspecified insulin. The customer performed another measurement at 03:49 and the value was 19.6 mmol/l. Customer injected another 7 units of unspecified insulin. At an unknown time later, the customer became unconscious. His family called the ambulance. The paramedics arrived in less than ten minutes. The paramedics treated the customer with two injections of dextrose. Approximately, ten minutes later customer fully recovered. After arriving the paramedics took a measurement with their unspecified device and stated the customer was "very low." Customer was not transported to the hospital. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. On (B)(4) 2013, additional information was provided: the type of insulin taken after each result: novorapid. Dosage not provided. The customer returned home following a party where had eaten cake. When arrived home, obtained a blood glucose result and injected 7 units of insulin. Tested again, timeframe not clear, with a result of 19.6 mmoll/l and injected unspecified insulin dose, then went to bed. He awoke to paramedics providing unspecified care. The only timeline provided as reference was "customer could not exactly tell how much time there was in between, he thinks 30-45 minutes".